Event description:
A hemodialysis user facility has reported that during treatment, the medication injection port line separated. It occurred at the beginning of the treatment. The facility has been contacted where it was learned that at the beginning of the dialysis treatment, the medication injection port line separated from the mainline. It was estimated by the rn to be 100 ml loss of blood. The rn reported that the pt is fine. A new treatment system was set up on the dialysis machine and the treatment was completed without further incidence. There is no sample available for an eval. This pt was discharged to home once the dialysis treatment was complete.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no review or sample analysis could be performed since a sample was not received. Conclusion: the reported complaint is not confirmed. Fmc will continue to monitor and trends and defects per current procedure. Since this complaint was not confirmed, no corrective action is documented at this time relating to this event.